Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a flexible bronchoscopy and left video assisted thoracic surgery (vats) with left lower lobectomy, upon pulling the bag out of the patient, the bag split at the seam outside of the patient. The bag was inspected, it was all accounted for to ensure no portion was retained. There was no patient injury.